Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? In what type of procedure was the device used? What is healthcare provider¿s experience with the device? Could you please clarify what is meant by ¿did not feel right¿? Was the device difficult to fire? Was the device difficult to close? Were there any issues with staple malformation? Did the surgeon receive any audible and tactile feedback? Where is the green range was the indicator located prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Was the stoma planned as part of procedure or was the stoma a result of the alleged issue with the device? How was the leak addressed? Where was the leak (the entire staple line or in one area circumferentially)? What is the current patient status?

Event description:
It was reported that during an unknown procedure, when the device was fired the registrar using the device said that ¿it did not feel right¿ when it was fired. They then did a leak test and found there was a leak. Patient now has a stoma.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the surgeon: ¿as far as I can tell we went through the correct procedure, got a reasonable crunch but the stapler would not withdraw, I had to do a pr past the stapler and felt tissue still intact which I had to push off to get it out. The leak test was then positive and examining the anastomosis, there seemed to be a hole posteriorly and staples which had not bent in ie the limbs were straight and therefore not fired properly. Patient had to be converted to a hartmann¿s and there is no prospect for reversing it due to hostile nature of his pelvis, obesity and how low it was.¿ the surgeon has used the cdh device regularly and is a confident user of the device. The procedural steps all went according to plan until the surgeon tried to withdraw the device. Following 90 degree anti-clockwise rotation of the adjusting knob the device would not withdraw. The surgeon turned the adjusting knob in a further anti-clockwise direction a little more to see if that helped. It did not. As stated above the surgeon then did a pr test and could feel that there was tissue still intact. She then had to push this off. This defect was posterior and to the patient¿s left. Device was then able to be withdrawn from the patient. Two good doughnuts were retrieved from the device. The surgeon then performed a leak test which was unfortunately positive. This leak corresponded to the same position that the defect was originally found, i.e. Posterior/left following the pr test. Further examination of the anastomosis revealed a hole posteriorly/left and she could feel staples that were still u shaped and had not been formed properly. The result is that the patient required a hartman¿s procedure and an end colostomy. This will not be reversed. Please ignore the original statement that the device ¿did not feel right.¿

Manufacturer narrative:
(B)(4). Batch # p5540y. The analysis results found that the cdh29a device arrived and with the anvil missing and tissue present. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.